Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on may 3, 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 40 mg/dl at the time of admission on the next day, and 115 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer had other lows on (B)(6) 2018, and a high of 300 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.